Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of patient with an undetermined endoleak with sac growth on (B)(6) 2018. The sac growth was discovered on (B)(6) 2018 during a routine patient follow up. However on (B)(6) 2018, it was confirmed by the rep that the patient had a type 2 endoleak with a possible type 1a, along with sac growth. On (B)(6) 2018 a secondary procedure was performed. Physician did a aortic proximal extension placement. The patient was initially implanted with a bifurcated stent, a suprarenal extension and two (2) limb extensions to treat an abdominal aortic aneurysm back on (B)(6) 2015. No further information provided on patient condition post op.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but were denied. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: common device name - update, model number - update, catalog number- remove, lot # - update, expiration date- update, UDI # - update, device manufacture date - update.

Event description:
Updated information: a type 1a and type 2 endoleak was confirmed. A secondary procedure was completed and an other suprarenal extension was implanted to resolve the type 1a endoleak. The patient was reported as doing well. Another procedure was completed at a later date, the patient had coiling placed in the lumbar to resolve the type 2 endoleak. The patient was reported as doing good.